Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The logs did confirm the reported issue. The system checkout did not reproduce the reported issue. The unit was returned to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit turned itself off. There was no report of patient injury.